Event description:
Per medwatch: caregiver was kneading the product to mix as indicated on package when the package ruptured and sprayed contents into both eyes of another caregiver. Both eyes were treated and the caregiver was released with an irritated left eye. Lot number involved was either v1j194 or v1k048. FDA provided the company customer information. Called customer and left message. The hospital is not willing to release product sample involved in this particular incident.